Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 200 mg/dl. Customer performed self troubleshooting and insulin was observed dripping out of the infusion set tubing as expected. The supplies were changed to address the event and insulin delivery was resumed. Reportedly, customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling.